Manufacturer narrative:
Concomitant medical products: product ID: bi71000450, lot#: unknown. A manufacturer representative went to the site to test the equipment. It was reported that the ps1 was replaced. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system that was used outside of procedure. It was reported that the system will not spin. No other details were provided.